Event description:
Reporter indicated that high lead impedance readings were obtained during a routine office visit. X-rays were taken and reviewed by the physician who could not see any lead breaks. The physician stated that there is evidence that some trauma may have occurred which could have affected the lead. The pt underwent revision surgery; however, the surgeon did not replace the lead. Replacing the generator only did not resolve the high lead impedance readings. Good faith attempts to obtain additional information and a copy of the x-rays for review have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.